Event description:
The technician alleged the bed frame slid and tipped while patient was in the bed. No injury reported.

Manufacturer narrative:
The bearing straps were not installed on bed before being shipped from the factory. The bearing straps were installed to lift arm brackets to resolve the issue.